Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported via FDA medwatch letter (mw5091542) that the following incident occurred: patient was having total shoulder procedure. A drill bit was used. The tip broke off and was not noticed. Post op visit shoulder was tender and swollen. X-ray film showed approximately 1.5 cm drill tip in shoulder. CT showed abscess. The FDA medwatch letter did not contain any facility or reporter name or contact information. No follow up is possible at this time.